Manufacturer narrative:
As no lot number is available at this time, the lot history record cannot be reviewed. Sales rep and medical science liason are following up with surgeon for lot number and more details if any are available. Based upon the details presented, it is unknown if the complaint as described is a result of the device, surgical procedure, or patient's medical history. The potential for adverse reactions such as exposure or extrusion are known events and are listed in the product IFU #10-139-03 in the adverse reactions and contraindications sections.

Event description:
Sales rep reports a mesh exposure using desara blue with explantation of the sling occurring 12 weeks post-op. The sales rep is currently working with the hospital to find out the lot number for the sling used. She reports that the surgeon used tot approach. The patient was seen for follow-up at 6 and 11 weeks post-op. At the 11 week follow-up, the mesh was exposed and the incision had seemed to open. The surgeon removed the sling the following week. Surgeon reports that the patient followed all guidance that was given to them.